Event description:
The device was used during a gastroplasty procedure. Reportedly, there was insufficient coagulation. The surgeon performed a laparotomy and applied cautery to complete the procedure. The hosp has reported the pt's condition is satisfactory.